Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The separation was confirmed. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported separation however the foreign body in the patient appears to be related to circumstances of the procedure as the separated portion of the guide wire was not removed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the moderately calcified proximal right coronary artery with chronic total occlusion. A .014 whisper guide wire was selected for the procedure. The whisper guide wire was inserted into the anatomy through a non-abbott guide catheter and advanced with no resistance to the lesion. The guide wire was used to probe the lesion. During removal of the guide wire to switch it out with another unspecified guide wire, a 25 - 30 mm piece of the guide wire tip broke off and remained in the anatomy verified by x-ray. There were no efforts made to retrieve the broken piece of the guide wire and it remains in the anatomy. The patient was then taken to surgery for a planned bypass procedure. No additional information was provided.